Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited low lead impedance. It was discovered that the lead had fractured. The lead was explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
(B)(4).